Event description:
The customer alleged a questionable result for the cholesterol gen.2 (chol) assay on one patient sample. The initial chol result was 2.25 mmol/l, which was reported outside the laboratory. The test was repeated twice, with results of 4.53 mmol/l and 4.54 mmol/l. The 4.54 mmol/l result was sent as an amended report. The patient was not harmed by any action taken. The lot number of the chol reagent was 664385 and the expiration date was 03/31/2013.

Manufacturer narrative:
The event occurred in (B)(6).